Event description:
A respiratory device was returned following a customer complaint of a ¿service required¿ alarm. Upon inspection, the service center confirmed error codes e-217 (evt_prox_press_railed_low) was present in the device log. Error code 217 indicates that the proximal pressure sensor railed to a maximum negative value, which may impact therapy by affecting pressure measurement accuracy, particularly in volume mode with active circuits. To address this issue, the system pca was replaced. In addition to the system-related repairs, preventive maintenance components including the muffler assembly and air inlet foam filter were replaced. The device passed final functional testing following all corrective actions. No patient harm or injury was reported in association with this event. A final report is being submitted. If new information becomes available that changes the outcome of the investigation or impacts the reportability assessment, a supplemental report will be filed.